Event description:
It was reported that a spectrum iq pump had too low audible alarm during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2022-04729. All information can be found under that manufacturer report number 1314492-2022-04745. Should additional relevant information become available, a supplemental report will be submitted.